Event description:
Boston scientific received information that this implantable defibrillation lead was surgically abandoned due to a product performance issue and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.